Event description:
It was reported the patient's mother felt like he had experienced an increase in seizures since having the new vns placed. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Serial #, lot #, exp. Date, and UDI #; corrected data: this information was inadvertently left off of the initial MFR. Report. Device manufacture date; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
It was reported by the physician's office that the patient has continued to have seizures at every office visit. It was noted in (B)(6) 2017 that there was an increase in breakthrough seizures, which the nurse believed was the cause of the referral for a new vns generator; however, it was not known if this increase was below, at, or above pre-vns baseline levels as the nurse stated the patient has continuously had seizures. It was noted by the physician's office that the vns magnet works well to abort the patient's seizures. The patient underwent generator replacement. It was noted there were no low battery warning messages and the physician had referred for prophylactic replacement. The pre-op diagnostic results were within normal limits at 1761 ohms, indicating the device was working as intended. The explanted generator was discarded after surgery.